Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 42 mg/dl. The customer stated that she had been experiencing unexplained low blood glucose levels since the night before the incident. Customer reported that the device may have been delivering her too much insulin. The customer requested that the insulin pump be replaced and agreed to return the device for analysis.